Event description:
It was reported that the right ventricular (rv) lead has chronically low r-wave measurement with diminished r-wave sensing. The lead remains in use. It was further reported that the right atrial (ra) lead has intermittent undersensing noted on stored electrograms that resulted in false classification of episode termination. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.